Manufacturer narrative:
The instrument was returned for evaluation and the complaint was confirmed. Visual inspection of instrument found light scratches and fracture near the pivot point of the inner jaw. Product likely failed due to misuse; by product being put through excessive force resulting in fracture surface artifacts seen in photo 5 strongly suggest a brittle type fast fracture originated near the side of the pivot indicated by the yellow arrow, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for this item. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated package insert under care and handling of instruments: ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance.¿ following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
It was reported that during a hip procedure on (B)(6) 2015 the surgeon was tightening the bmp cable and the instrument fractured. No pieces needed to be retrieved, no patient consequences, and no delay.